Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported the patient's had complained to their hcp regarding symptoms earlier, and the hcp did a revision on their left lead as it had migrated 1 cm. The hcp loosened the lead and put it back in its target location. Later on, the hcp noted their ins had premature depletion, resulting in end of service. They had a short on contacts 1 and 2 of 38 ohms. The hcp replaced their left extension, however there was still a short of 59 ohms with the replacement. It was noted a fall may have contributed to these issues. The patient was programmed on contacts 0 and 3, and the hcp was scheduled to follow-up with the patient to evaluate symptom control. The patient had dystonia in their upper extremity. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional infromation was received from the rep indicating the longevity calculation based on the patient's current settings predicted the device lasting 2.73 years until end of service. They indicated the ins was at 2.8 v and showing end of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported both the left and right sc were replaced and only the left extension was replaced. New left extension serial number was reported.